Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (500 mcg/ml at 109 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient went in for a pump refill this past summer. At this time, there was concern that the actual value and expected value in the reservoir did not match. The cause of the volume discrepancy was unknown. Actual vs expected reservoir volumes at the time of the volume discrepancy was unknown. The patient then went for a dye study where there was concern for catheter disruption. Of note, the patient denied withdrawal symptoms or change in symptoms; however, the patient admitted to 2 falls prior to the refill in the summer as contributing factors. Per patient, they were unable to remember the specific date of the refill or the dye study. The managing physician referred the patient for a full system replacement. The physician made the decision to replace catheter. The physician also decided to replace pump at this time to prevent patient from requiring an additional surgery as pump end of life was less than 1 year away. It was discussed to send back equipment to medtronic for analysis but the physician declined.

Manufacturer narrative:
Concomitant medical products:product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.